Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: change ce label to with non ce label, slow leak from biopsy or instrument channel, failed ohm due to crack plastic distal end cove, evis 1 white dot showing on orange cone, cut on switch 1, boroscope check found tear marks in channel, angulation low, control knob loose tension, deep dents / cracked, objective lens chip around and deep scratch, light guide lens - peeling on cement and old glue, insertion tube snaky. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had a forceps/instrument channel malfunction and an air water channel malfunction. The issue was found at preparation for use for a diagnostic procedure. The device was returned for evaluation. During the device evaluation, found a clogged nozzle and the air water supply had a slow flow. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.